Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the ventricular wall of the heart via review of echo. The lead was repositioned in 2009, with no consequences to the patient.